Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for non-malignant pain. It was reported that the patient was currently at the hospital right now and someone interrogated their pump and "it's not working." They were having surgery on their pacemaker. Then the personal therapy manager (ptm) showed a bell icon (active pump alarm). Technical services offered to transfer them to patient services but patient had to go. They did not have a primary healthcare provider at the moment.